Event description:
It is reported that there is a "little hole" in the balloon.

Manufacturer narrative:
Based on the available information this event is a reportable malfunction. No reports of a patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.